Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The implant shows that one strap was broken off at the loading. The other one is still attached. Therefore, the pds components are broken into fragments and a blue suture is visible which fixated the wing with the bottom mesh. In addition, the whole pvp started to separate into their components due to initially disintegrated absorbable part of the mesh. This is to be expected when exposing to air humidity over a period of more than eleven weeks. The cause of the strap breakage could not be determined. The partial separation of the wings at the welding with the load ring may occur during handling and does not have any effect on the product properties and functionality.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent and unknown hernia repair procedure on (B)(6) 2017 and mesh was used. During the procedure, the device ripped when the surgeon pulled the wings on the patch to straighten it in the patient. It is unknown how the procedure was completed. There were no adverse patient consequences reported. No additional information was provided.